Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample probe of the unicel dxc 800 synchron system had a slow leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noticed that the leak was from the cc wash valve area. The fse adjusted the tubing and replaced the collar wash. The fse tested quality control and found all tests passed. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Evaluation - results: collar wash. Bec identifier for this complaint is (B)(4).